Manufacturer narrative:
An analysis of the retain sample lot 120716 showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.

Event description:
Compliant ID: (B)(4). Subject ID: (B)(6). A clinical study reported that after a surgery a patient experience postoperative high intraocular pressure (24mmhg in the right eye). Surgical date: (B)(6) 2022. Event start: (B)(6) 2022. Event end: (B)(6) 2022. Measures taken: medication treatment. Ae outcome: resolved. Surgical procedures: vitrectomy, vitreous puncture injection, retinal laser photocoagulation, complex retinal detachment anterior membrane peeling surgery, complex retinal detachment repair urgery, retinal detachment internal pressure repair surgery (right eye).